Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This patient's left knee was revised due to instability and possible infection. No further information is availabe per hospital policy.